Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05708. The patient has two leads (from different lots). It was reported the patient had been in a car accident, and afterwards her stimulation hasn't been adequate. It was also reported the patient is experiencing overstimulation. Allegedly, x-rays were taken and revealed both leads had migrated. The patient plans to discuss the next course of action with her doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.